Event description:
The event is reported as: "complaint alleges that the clinician reported that the airway had rough edges around the edge of the airway. The alleged defect led to lacerations in the pt's mouth during use."

Manufacturer narrative:
Due to the defective sample was not available for eval, samples of material on hand were inspected to evaluate if they have sharp edges or similar conditions that can cause lacerations during use (flash deformities), the material inspected do not show issues. A device history record (DHR) review could not be conducted since the lot number was not provided. It is not possible to establish a corrective action for the defect reported, because it is not possible to identify the condition that caused the lacerations inside pt's mouth, in order to determine a corrective action, it is necessary to evaluate the sample involved on the incident reported. Complaint cannot be confirmed based on the info provided to determine what caused the lacerations on the pt's mouth it is necessary to evaluate the sample that was involved on the incident reported; the verification of the material on hand shows that it does not have flashes or deformities that can lead to the issue reported.